Event description:
On (B)(6) 2012, at (B)(6) a cardiohelp unit (article number 70104.8012; serial number (B)(4), venous probe serial number (B)(4)) was powered on but not used on a patient for a period of 28 consecutive days. During this time, on day 24, the cardiohelp unit displayed an alarm "venous temp probe disconnected". The venous probe was sitting in the parking spot on the safety bar at the time of the alarm. The end user recalibrated the venous probe on the parking spot and the alarm stopped for a short period of time, then returned. The venous probe was connected to the venous blood cell on a saline primed circuit; the probe did measure the temperature accurately. The venous probe was also attached to a "dummy silicone venous cell" and the probe again worked properly. The unit was never used on a patient and was broken down on day 29. (B)(4).

Manufacturer narrative:
(B)(4).